Manufacturer narrative:
P-cap locked in place properly during testing. After multiple battery replacements, unit persisted on blank display. Pump was received with blank display due to cracked case behind the pump at the battery compartment, causing the battery tube to become loose with no contact between the test battery cap and battery tube being made. The battery tube assembly was unable to be pushed back in the right position. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, sleep current measurement test, active current measurement test and self-test due to blank display. Additionally, during deconstructive analysis, moisture damage was found on pcb1. Isolate to electronic assembly. Unit was received with: serial number label missing, cracked case (battery tube), battery tube threads - cracked, cracked keypad overlay, stained keypad overlay, scratched case, and pillowing keypad overlay. In summary, customer allegations for cracked case battery compartment were confirmed when cracked case (battery tube) was noted during visual inspection. Additionally, blank display was noted due to battery tube not being in the right position and failing to make proper contact with the battery cap. Due to moisture damage noted, isolate to electronic assembly. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a crack on the pump. The customer reported no adverse event. The event involved product mmt-1884. Troubleshooting was not performed. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump. The product mmt-1884 returned for analysis.